Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in an adult female patient who had essure (batch no: b08701) inserted for female sterilisation. The patient's medical history included attention deficit disorder, anxiety, depression, obesity, low back pain, glucose intolerance and dyslipidemia. Concurrent conditions included cholelithiasis, ankle sprain, endometrial polyp, menorrhagia, dysmenorrhea, migraine headache, hypertension, nausea, back pain, lumbar facet arthrosis, myalgia, substance abuse, otalgia, upper respiratory infection and shoulder sprain. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (to remove the essure implant). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. The reporter commented: both tubal ostia were seen. The left essure insert was placed first with zero trailing coils and the right insert second with two trailing coils. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: bilateral essure microinsert devices appear properly positioned within the fallopian tubes. Uterine cavity is normal in contour. No flow of contrast into the fallopian tubes is seen. Nuclear magnetic resonance imaging - on an unknown date: showed fusion of the l3 and 4 vertebral bodies without evidence of diskitis or osteomyelitis. There were mild degenerative changes of the lumbar spine withc'ut ner'7e root impingement demonstrated. Streptococcus test: on an unknown date: negative. Ultrasound abdomen: on (B)(6) 2013: cholelithiasis no evidence of cholecystitis. Most recent follow-up information incorporated above includes: on 26-feb-2019: mr received. Reporters information updated. Lot no. Added. Medical history , lab data were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in an adult female patient who had essure (batch no. B08701-invalid) inserted for female sterilisation. The patient's medical history included attention deficit disorder, anxiety, depression, obesity, low back pain, glucose intolerance and dyslipidemia. Concurrent conditions included cholelithiasis, ankle sprain, endometrial polyp, menorrhagia, dysmenorrhea, migraine headache, hypertension, nausea, back pain, lumbar facet arthrosis, myalgia, substance abuse, otalgia, upper respiratory infection and shoulder sprain. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (to remove the essure implant). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. The reporter commented: both tubal ostia were seen. The left essure insert was placed first with zero trailing coils and the right insert second with two trailing coils. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: bilateral essure microinsert devices appear properly positioned within the fallopian tubes. Uterine cavity is normal in contour. No flow of contrast into the fallopian tubes is seen. Nuclear magnetic resonance imaging - on an unknown date: showed fusion of the l3 and 4 vertebral bodies without evidence of diskitis or osteomyelitis. There were mild degenerative changes of the lumbar spine without nerve root impingement demonstrated.. Streptococcus test - on an unknown date: negative. Ultrasound abdomen - on (B)(6) 2013: cholelithiasis no evidence of cholecystitis. Most recent follow-up information incorporated above includes: on 6-mar-2019: update of information (batch is invalid). Incident: no valid lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain/ chronic'), menorrhagia ('menorrhagia (heavy menstrual bleeding)'), genital haemorrhage ('gen. Abnormal bleed') and polypectomy ('polypectomy') in an adult female patient who had essure (batch no. B08701-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included attention deficit disorder, anxiety, depression, obesity, low back pain, glucose intolerance and dyslipidemia. Concurrent conditions included cholelithiasis, ankle sprain, endometrial polyp, menorrhagia, dysmenorrhea, migraine headache, hypertension, nausea, back pain, lumbar facet arthrosis, myalgia, substance abuse, otalgia, upper respiratory infection and shoulder sprain. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhea (cramping)"), migraine ("migraine") and headache ("headaches") and underwent polypectomy (seriousness criterion medically significant). The patient was treated with surgery (hysteroscopy and endometrial curettage and to remove the essure device). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, menorrhagia, genital haemorrhage, dysmenorrhoea, migraine, headache and polypectomy outcome was unknown. The reporter considered dysmenorrhoea, genital haemorrhage, headache, menorrhagia, migraine, pelvic pain and polypectomy to be related to essure. The reporter commented: both tubal ostia were seen. The left essure insert was placed first with zero trailing coils and the right insert second with two trailing coils. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: bilateral essure microinsert devices appear properly positioned within the fallopian tubes. Uterine cavity is normal in contour. Imaging procedure - on (B)(6) 2014: essure confirmation test-not specified result: bilateral occlusion. Magnetic resonance imaging - on an unknown date: showed fusion of the l3 and 4 vertebral bodies without evidence of diskitis or osteomyelitis. There were mild degenerative changes of the lumbar spine. Streptococcus test - on an unknown date: negative. Ultrasound abdomen - on (B)(6) 2013: cholelithiasis no evidence of cholecystitis. Most recent follow-up information incorporated above includes: on 22-nov-2019: ppf received- new event dysmenorrhea (cramping), menorrhagia, gen. Abnormal bleed, migraine, headaches and polypectomy were added. Lab data was added incident: no valid lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain/ chronic'), menorrhagia ('menorrhagia (heavy menstrual bleeding)') and polypectomy ('polypectomy') in an adult female patient who had essure (batch no. B08701-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included attention deficit disorder, anxiety, depression, obesity, low back pain, glucose intolerance and dyslipidemia. Concurrent conditions included cholelithiasis, ankle sprain, endometrial polyp, menorrhagia, dysmenorrhea, migraine headache, hypertension, nausea, back pain, lumbar facet arthrosis, myalgia, substance abuse, otalgia, upper respiratory infection and shoulder sprain. Concomitant products included amfetamine aspartate;amfetamine sulfate;dexamfetamine saccharate;dexamfetamine sulfate (adderall), butalbital;caffeine;paracetamol (fioricet), cyclobenzaprine, diclofenac sodium, fluoxetine hydrochloride (fluoxetine hcl), ondansetron (zofran melt), sumatriptan succinate (imitrex df) and varenicline tartrate (chantix). On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), genital haemorrhage ("gen. Abnormal bleed"), dysmenorrhoea ("dysmenorrhea (cramping)"), migraine ("migraine"), headache ("headaches"), nausea ("nausea") and uterine polyp ("endometrial polyp"), underwent polypectomy (seriousness criterion medically significant) and was found to have weight increased ("weight gain"). The patient was treated with cholecystectomy and surgery (hysteroscopy and endometrial curettage and to remove the essure device). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, menorrhagia, genital haemorrhage, dysmenorrhoea, migraine, headache, polypectomy, nausea, uterine polyp and weight increased outcome was unknown. The reporter considered dysmenorrhoea, genital haemorrhage, headache, menorrhagia, migraine, nausea, pelvic pain, polypectomy, uterine polyp and weight increased to be related to essure. The reporter commented: both tubal ostia were seen. The left essure insert was placed first with zero trailing coils and the right insert second with two trailing coils diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.9 kg/sqm. Hysterosalpingogram - on an unknown date: bilateral essure microinsert devices appear properly positioned within the fallopian tubes. Uterine cavity is normal in contour. Imaging procedure - on (B)(6) 2014: essure confirmation test-not specified result: bilateral occlusion. Magnetic resonance imaging - on an unknown date: showed fusion of the l3 and 4 vertebral bodies without evidence of diskitis or osteomyelitis. There were mild degenerative changes of the lumbar spine. Streptococcus test - on an unknown date: negative. Ultrasound abdomen - on (B)(6) 2013: cholelithiasis no evidence of cholecystitis. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 25-jun-2020: pfs received. Height and weight added, concomitant medication added. New events added: nausea,endometrial polyp,cholecystectomy,weight gain. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain/ chronic'), menorrhagia ('menorrhagia (heavy menstrual bleeding)') and polypectomy ('polypectomy') in an adult female patient who had essure (batch no. B08701-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included attention deficit disorder, anxiety, depression, obesity, low back pain, glucose intolerance and dyslipidemia. Concurrent conditions included cholelithiasis, ankle sprain, endometrial polyp, menorrhagia, dysmenorrhea, migraine headache, hypertension, nausea, back pain, lumbar facet arthrosis, myalgia, substance abuse, otalgia, upper respiratory infection and shoulder sprain. Concomitant products included amfetamine aspartate;amfetamine sulfate;dexamfetamine saccharate;dexamfetamine sulfate (adderall), butalbital;caffeine;paracetamol (fioricet), cyclobenzaprine, diclofenac sodium, fluoxetine hydrochloride (fluoxetine hcl), ondansetron (zofran melt), sumatriptan succinate (imitrex df) and varenicline tartrate (chantix). On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), genital haemorrhage ("gen. Abnormal bleed"), dysmenorrhoea ("dysmenorrhea (cramping)"), migraine ("migraine"), headache ("headaches"), nausea ("nausea") and uterine polyp ("endometrial polyp"), underwent polypectomy (seriousness criterion medically significant) and was found to have weight increased ("weight gain"). The patient was treated with cholecystectomy and surgery (hysteroscopy and endometrial curettage and to remove the essure device). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, menorrhagia, genital haemorrhage, dysmenorrhoea, migraine, headache, polypectomy, nausea, uterine polyp and weight increased outcome was unknown. The reporter considered dysmenorrhoea, genital haemorrhage, headache, menorrhagia, migraine, nausea, pelvic pain, polypectomy, uterine polyp and weight increased to be related to essure. The reporter commented: both tubal ostia were seen. The left essure insert was placed first with zero trailing coils and the right insert second with two trailing coils diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.9 kg/sqm. Hysterosalpingogram - on an unknown date: bilateral essure microinsert devices appear properly positioned within the fallopian tubes. Uterine cavity is normal in contour. Imaging procedure - on (B)(6) 2014: essure confirmation test-not specified result: bilateral occlusion. Magnetic resonance imaging - on an unknown date: showed fusion of the l3 and 4 vertebral bodies without evidence of diskitis or osteomyelitis. There were mild degenerative changes of the lumbar spine. Streptococcus test - on an unknown date: negative. Ultrasound abdomen - on (B)(6) 2013: cholelithiasis no evidence of cholecystitis. Lot # reported (b08701) is not valid. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 27-jul-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. In (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (to remove the essure implant). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.